Event description:
During follow-up, ventricular fibrillation (vf) episodes were recorded due to noise on the right ventricular (rv) lead. Inappropriate atp was delivered to the patient due to the event. The lead was capped and a new lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, ventricular fibrillation (vf) episodes were recorded due to noise on the right ventricular (rv) lead. Inappropriate atp was delivered to the patient due to the event. A lead revision procedure is anticipated. The patient was in stable condition.